Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the touchpad gave an error that could not change the screen between ultrasound and x-ray. Rse tried to modify flexvision layout but the message "switch impossible" appeared, then tried forced restart as the system did not shut down normally and was stuck at 00:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, the philips field service engineer visited onsite and replaced the flexvision pc and hard disk drive. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup normally after a reboot, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.